Event description:
It was reported by service report that the foot end left caster wheel was coming apart with potential to cause the brakes to not hold properly. No pt involvement or adverse consequences are reported.